Manufacturer narrative:
Additional investigation determined no product problem or deficiency caused or contributed to an adverse event/incident for the patient; the initial medwatch and any supplemental report submitted under manufacturer report number 2017233-2017-00205 was submitted in error, and is hereby retracted.

Manufacturer narrative:
(B)(4). Concomitant medical products: tgu343420/13780736, tgu343415/15735060. A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release. The gore® tag® endoprothesis instructions for use (IFU) states: complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to: neurologic damage, local or systemic (death)

Event description:
On (B)(6) 2017, this patient underwent endovascular treatment with three conformable gore® tag® endoprostheses. It was reported that the patient expired this same day. The cause of death is unknown as additional details were not provided. Further investigation is underway.